Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant ,the lead exhibited loss of sensing. The lead was not used and a new lead placed. The patient did not experience any adverse consequence and was in good condition post procedure.